Event description:
The pt reported, the display on his second insulin infusion device has what looks like "compressed water" in the screen and when he presses on the screen, the spot moves. He said the spot is transparent, so he can still read the display. He stated, it first appeared about a month ago. The pt said, he wears his device in the shower in a plastic bag. He stated the device has now displayed the 09 (end of life). The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.